Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis developed baker grade IV capsular contracture in her right breast. Capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent explantation on (B)(6) 2014. The explanted device was discarded after surgery.